Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are two medical device reports for this event. This report is for the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having intraocular lens (iol) implant procedures bilaterally, lasik was performed to correct their vision. The consumer reported no improvement at one month post-op lasik and is unable to focus. There are two reports for this event. This report is for the right eye.